Event description:
It was reported that drill bit fractured during total hip arthroplasty. Fractured pieces were removed from pt.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. Other- examination of returned device found evidence of fracture due to torsional overload.